Event description:
It was reported that the customer was hospitalized for low bgs, a self-test was performed and passed. The customer bolused too much. The customer is not wearing the pump at this time.